Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for review and search the complaint database were not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported event; however, published studies indicate that the incidence of bearing dislocation (spin out) is very low and almost always attributed to improper flexion/extension gap balance. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address poly spin out.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/9/2015 medical records received. After review of the medical records for MDR reportability, the patient was revised for tibial bearing spin out. The insert spun out counter clock wise causing some weakening of the patellar tendon. Part/lot is being updated for the insert. The complaint was updated on: 7/29/2015.